Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) blade did not open when adjusting on screwdriver - prior to insertion. No harm to the patient was reported. A new pfna blade was readily available and used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: our investigation of the returned pfna blade 04.027.035s has resulted in the following; the blade had been returned in loose position. Note that the blades are delivered in their locking position. We have checked the locking mechanism; no problem at all could be identified. The blade can be locked and unlocked without any problems. Based on the fact that the blade is still fully functional, we have to suppose that a handling error during insertion may have been the cause of this complaint. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in july 2014). Neither a manufacturing nor design related failure could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's date of birth was reported as an unknown date in 1960. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.